Event description:
Post abdominoplasty clinical study case, the subject was reported to have a high temp of 100 degrees.

Manufacturer narrative:
This MDR is being filed based on info provided from clinical retrospective study. As a result of the high temp the subject was placed on antibiotics.